Event description:
It was reported that the user awoke to a dosing stopped alert and, after a medical assistant initiated pairing of the user¿s fsl3+ cgm, the cgm was later removed without being noticed, resulting in the device not dosing insulin for the day and part of the night; the family did not comprehend that dosing had stopped, performed a fingerstick showing blood glucose over 600 mg/dl, lacked ketone testing supplies, and transitioned to subcutaneous insulin via mdi as backup therapy. Symptoms included hyperglycemia. Outcomes included an unexpected medical intervention requiring medication and a delay to therapy, and the event was assessed as a serious illness/impairment. Investigation included communication and interviews with involved parties and analysis of information provided by the user and family. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event. The patient planned to resume ilet therapy once able to pair a new fsl3+ cgm using a compatible phone.